Manufacturer narrative:
Submit date: 02/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/23/2017 that an issue occurred with an enteral feeding pump. The customer reports the unit has a blank display. The customer stated circumstances surrounding the complaint are unknown.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The unit has been repaired and returned. The root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.